Event description:
A surgeon reported that a memorylens (u940a) was implanted in the right eye of a pt in 1997. Opacification was noted in 2002. The lens was explanted in 2005 with no complications reported. No further information has been supplied.